Manufacturer narrative:
(B)(4). Batch #: u5dd4l. (B)(4).(B)(4). Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the knife did not move forward during use. The cartridge was replaced, but the jaws could not clamp the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.